Manufacturer narrative:
(B)(4). Concomitant products: guide cath: 5 fr. Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach with tortuosity at the shoulder during the procedure for treatment of a tight, heavily tortuous lesion of the right coronary artery (rca), using a 5f guide the physician pre-dilated with a 3.0 x 30 mm trek balloon dilatation catheter (bdc). After dilatation it was observed that the balloon took quite a while to deflate; first attempt was for 10 seconds, then a second attempt was for 10-15 seconds with some difficulty then when withdrawing the balloon into the guide, the balloon tip got stuck. The physician waited for a bit for full balloon deflation and was able to continue withdrawing the bdc until he met resistance at the tortuous site in the shoulder area. He gave the bdc an aggressive tug and it was withdrawn but had separated into two pieces. A second guide catheter and guide wire were used and the lesion was stented without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the separated catheter was returned frozen on an unspecified abbott guide wire.